Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that during the patient had discomfort at the battery pocket site and surgical intervention was undertaken and the ipg was repositioned above the waistline and explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.